Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 16 mg/dl. Customer¿s current blood glucose was 156 mg/dl. The customer was treated with food and glucose tablets. The customer did not experienced any symptoms such as a result of low blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of low blood glucose event. Based on customer report customer did not alleged that insulin pump was over delivering. The insulin pump will not be returned for analysis.